Manufacturer narrative:
Date of event: (B)(6) 2020. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states that the device is reusable as long as integrity of the device is intact. "During cleaning, inspect integrity and function of device to determine advisability of reuse. If kinks, bends or breaks exist, do not use." The instructions for use also states: "reusability of device depends in a large part on care of device by user. Factors involved in prolonging life of this device include, but are not limited to: thorough cleaning following instructions included in this booklet." Prior to distribution, all soehendra lithotriptor handle's are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends, and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a soehendra lithotriptor handle. The procedure was intended to remove a biliary stone so the physician used the cook memory soft wire basket. The user caught the stone with the basket, but was not able to remove it or break it because the stone was too hard and big. The nurse cut the basket, and properly inserted it in the endoscope with the cook conquest ttc lithotriptor cable with adapter using the sohehendra handle attached to it with the luer lock. The nurse started slowly to rotate the handle and, at some point, the soehendra lithotriptor handle broke [subject of report]. The physician managed to free the stone, and remove both the basket and conquest ttc lithotriptor cable with adapter. They finally removed the stone with another manufacturer's device without any problem. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.